Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Caught gums [gingival injury]. Gum sore [gingival pain]. Brush heads have come off [device breakage]. Consumer contacted via e-mail and stated that the brush heads had come off while she was brushing her teeth. No injury was reported.